Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date ((B)(6) 2018). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed for increased mitral regurgitation it was reported that on (B)(6) or (B)(6) 2018, a mitraclip procedure was performed. Unspecified mitraclip (s) was implanted without a reported issue, reducing the mr from moderate-severe to trace-trivial. On (B)(6) 2018, the mr was trace-trivial. On (B)(6) 2018, during a follow-up echocardiogram, the mr was mild. This event was not reported as an adverse event. There was no device issue, and no suspected tissue injury reported. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted that the reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported worsening mr cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.